Manufacturer narrative:
(B)(4). Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the cable/cord/wiring was damaged on the motor device. It was further determined that the motor and the control were defective and there was a liquid damage on the motor device. It was further determined that the device failed pretest noise assessment, hand control assessment, handpiece temperature assessment, cutter lock assessment, and loctite and cable assessments. It was noted on the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.